Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away and cause of death was unknown. Prior to the death, it was stated that the customer was taken to the hospital with a blood glucose reading in the 900 mg/dl range. A phone call was made to the medical doctor and a voice mail message was left. The home phone number was then called and the customer's husband stated the customer was wearing the insulin pump prior to her death and also confirmed that she had high blood glucose levels. The husband stated that the insulin pump was disconnected from the customer when she was transported to the hospital and then she passed away. The insulin pump was not able to be returned for analysis because the medical doctor had not returned to the customer's husband. The medical doctor was still investigating the cause of death.